Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04583. It was reported that the patient was experiencing lead erosion and their wound not healing. As a result, the system was explanted on (B)(6) 2019.